Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device next button was greyed out while trying to issue a medication. The customer support specialist confirmed with the t1 agent that the next button did not appear due to an overstock condition thus the customer manually opened the drawer, allowing the customer to retrieve the medication. The system functioned as intended after the customer support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower next button was greyed out while trying to issue a medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.